Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va055k9, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect and her device had never worked. The health care professional thought there was a malfunction with the device. It was noted that the patient had one program that she could use out of four on which she felt stimulation but had to keep the stimulation very low or else it caused her pain. The patient could not feel stimulation on the other 3 programs at all even when set at the highest setting. It was noted that the patient was not programmed until a couple of weeks post-implant. The reporter noted that the patient¿s therapy was ¿tweaked¿ twice but it had never helped. The patient was reportedly trying to make a decision about replacing the device but wanted to try reprogramming again to see if that made a difference. The patient was scheduled for an appointment on (B)(6) 2013. It was later indicated that the patient was seeking a second opinion. The manufacturer's representative was; however, "confident" the device was working properly and may just need to be revised. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient never had therapeutic effect. The therapy did not work at all after her implant procedure. The device would not hold a program setting. The patient ended up switching doctors because her doctor stopped taking her insurance. New doctor took xray and told patient that lead wires were not placed right in her original procedure. The patient had surgery on (B)(6) 2013 to correct her lead wire placement.

Event description:
Follow up information reported that the patient still had concerns with their device therapy but was working with their doctor and the manufacturer's representative. An appointment of (B)(6) 2013 was noted with a new physician. If additional information is received, a follow up report will be sent.